Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins). It was reported that a patient's system was "emitting too much" when the manufacturing representative (rep) checked the device and they could not have an MRI. Technical services clarified that this was likely high impedance. No patient symptoms or further complications were reported as a result of this event.